Manufacturer narrative:
No product was received for evaluation. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 30 oct 2025 from the regional operations director (B)(6) who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2025. The nurse was splashed with fluid. Additional information was received on 31 oct 2025 from the (B)(6) who stated the nurse did not experience any symptoms and no medical intervention was required.